Event description:
It was reported that a person using an ilet bionic pancreas experienced a severe hypoglycemic event with a blood glucose of 26 mg/dl, for which emergency medical services treated the event on site without hospitalization, followed by post-event hyperglycemia over 200 mg/dl for most of the day and ongoing nocturnal hypoglycemia between 4¿5 a.m. That improved after a device reset with a trainer; the patient had a history of overlapping low treatments and meal announcements affecting the learning curve. Symptoms included confusion or impaired responsiveness consistent with severe hypoglycemia and subsequent hyperglycemic readings. Outcomes included medical attention by ems, temporary interruption of normal activities, and no hospital admission. Investigation included review of device use history, user-reported blood glucose information, and product technical support engagement. Investigation of this case revealed no confirmed device malfunction and potential contributory use-related factors, including treatment overlap and meal announcement timing, with improved control after device reset. It was concluded that the cause of the hypoglycemia was unclear and that the device continued to function within specifications. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.